Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, uterine polyp, c-section and neck pain. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included menorrhagia, amenorrhea, night sweats, mood change, irritability, crying, anxiety, hot flashes, depression, cyanosis, edema, uterine enlargement, vaginal cuff dehiscence, vaginal bleeding, anemia, abdominal pain lower, leukocytosis, hemorrhage vaginal, grand multiparity and uterine myoma. Concomitant products included ibuprofen (motrin) and nsaids. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (da vinci laparoscopic, myomectomy, hysterectomy and cystoscopy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: impression: status post essure procedure with occluded tubes. Filling defect in the lower segment of the uterus; correlation with ultrasound could be performed. Extensive intravasation.. Pathology test - on (B)(6) 2013: diagnosis: absence of cervix. Status post endometrial ablation. Endometrial scar with atrophic and focal regenerative endometrium. Myometrium with intramural leiomyomata. Detached cords of leiomyomata, extensive, morcellated (314 grams). Uterine serosa with adhesions and subserosal leiomyomata. Bilateral fallopian tubes with sterilization coils.. Negative for hyperplasia and carcinoma. Ultrasound scan - on (B)(6) 2012: impression: myomatous uterus, normal ovaries. Ultrasound scan vagina - on (B)(6) 2012: pelvic pain.; on (B)(6) 2013: impression: myomatous uterus. Right follicle hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine fibroids, pelvic pain female. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.